Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 1900mcg/day at a concentration of 4000mcg/ml of fentanyl via an implantable infusion pump. It was reported that the patient's pump had an active motor stall seen at initial interrogation and the stopped pump period may exceed tube set. The pump stalled on (B)(6) 2016 and tube set occurred on (B)(6) 2016. It was denied that any magnetic resonance imaging (MRI) or electromagnetic interference interacted with the pump. Hcp wants to program the pump to pump off state and is unsure if the pump will be replaced. No symptoms were reported. The pump will be returned to manufacturer for analysis. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump was returned on (B)(6) 2016. In the pump logs received with return paperwork, all dates were replaced with question marks.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication of the gear train, and a stall due to shaft bearing. (B)(4).

Event description:
Additional information was received from a manufacturer representative on 2016-nov-03. It was reported that the programmer's software card was an older version, but the specific type was unknown.

Manufacturer narrative:
Analysis of the device revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was indicated that the cause of the motor stall /tube set could not be determined. It was reported that the stall occurred on (B)(6) 2016, and the pump was alarming, however the patient did not hear it. It was stated that the motor stall/tube set was resolved by replacing the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.